Event description:
It was reported that prior to use of a bd vacutainer® sst¿ ii advance, one (1) unit was observed to contain unknown foreign matter inside the tube. No adverse patient or user impact was reported.

Manufacturer narrative:
(B)(6). Investigation summary: bd received a photo for investigation. The indicated failure mode appears to be visible in the attached image; however, without a physical sample, it is difficult to determine the exact foreign matter based solely on the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.